Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Reversal of hartmans (cancer case) did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? N/a. What healthcare professional fired the device and what is his/her experience with the device? An experienced registrar fired the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? He waited 15 seconds but did not retighten. Were there any issues with device use/firing? None. What confirmation was received that the device completed the firing sequence? Yes. Was the green checkmark visible at the end of the firing? Yes. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, two complete donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. None. What is the current status of the patient? Fine recovered, no leak. How many days did the patient have to stay in the hospital past normal protocol? Patient stayed for 7 days because he had pain at the reversal site. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a malfunction.

Event description:
It was reported that during the procedure, the registrar fired the gun and the green tick was visualized. They then followed the removal instructions and rotated the adjusting knob 2 full rotations counterclockwise and tried to remove the gun by fishtailing this out of the patient. However, it appeared to be stuck and would not come out. The adjusting knob was opened a bit more but it still would not come out. After opening the adjusting knob another 4 half-turns they eventually managed to remove the gun, but the anvil had detached and remained inside the patient at the anastomosis site. When the anvil head detached from the cdh, dr. Had to use a rigid sigmoidoscope and forceps to remove this from the anastomosis site. The leak test passed and both doughnuts were complete, but the patient is still being monitored.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished device cdh29p lot number c9dg1c and no non-conformances were identified. The following information has been requested. To date a response has not been received. Should additional information be obtained, a supplemental report will be submitted. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current status of the patient? How many days did the patient have to stay in the hospital past normal protocol? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch #815c73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 815c73, and no non-conformances were identified.